Event description:
On 28 aug 2023, neotract was made aware of a patient that received a prostatic urethral lift (pul) procedure on (B)(6) 2023. After the procedure in the post anesthesia care unit (pacu), the patient presented with pelvic pain and urgency. The patient¿s catheter was clogged, and it was reported that the physician thought the patient was experiencing bladder spasms. The patient was transferred to the ER and CT imaging revealed a pelvic hematoma. The patient did not require any treatment for the hematoma; however, in the ER the patient received one unit of blood for a hemoglobin of 10. The patient was hospitalized for four days and was discharged.